Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc was not run after the event. A field service engineer (fse) went on-site (B)(6) 2011. Fse cleaned and replaced the o-ring and spacer. The eic cup valve flappers were checked for cracks and no leaks were noticed. The ratio pump function seemed normal and the sample probe was aligned to the eic cup. On (B)(6) 2011, fse replaced ise tubing and the chloride (cl) electrode and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron clinical system generated false low sodium (na) and false high chloride (cl) results and suppressed calcium (calc) results. No wrong results were reported out of the laboratory. Upon repeat, the results were different and the customer discontinued using the instrument. The instrument generated normal calc values when repeated. The results provided by the customer are shown in the attachment. There was no affect to patient treatment with regard to this event.